Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections a2 age at time of event, age units (patient): updated. A3a sex: updated.

Event description:
Subsequent to the previously filed report, it was noted that the left anterior descending coronary artery was moderately calcified and moderately tortuous. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the patient presented with severe angina. The 2.5x48 mm xience xpedition stent was implanted at 16 atmospheres in the predilated, 90% stenosis in the left anterior descending coronary artery. Fluoroscopy after stenting showed an edge dissection at the proximal end of the xience stent. This was treated by implanting another xience xpedition stent at the dissection. There was no adverse patient sequelae. No additional information was provided.